Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when trying to insert the dilator inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the insertion was very difficult and needed forced. There was possible damage to the internal portion of the valve. Surgery was delayed due to the reported event for 2 minutes. Procedure was successfully completed. No fragments generated. No patient consequences. Additional information received indicated the section that broke seems to be the valve. The hemostatic valve (gasket) seems to have dislodged inside the hub, but outside the hub. The brim cap/hub did not detach from the sheath. The issue happened before entering the body. The resistance did not result in any damage to the sheath. The resistance issue happened before entering the body between dilator and sheath. They resistance did not result in any damage to dilator/catheter. The dilator/catheter/needle was not able to move within the sheath due to the resistance. The customer¿s issue of ¿resistance with the sheath¿ is not considered to be an MDR reportable malfunction since interference or friction between devices is a known occurrence and an increased potential for patient injury due to this issue is remote. This event is reportable for the hemostatic valve separation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when trying to insert the dilator inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the insertion was very difficult and needed forced. There was possible damage to the internal portion of the valve. Surgery was delayed due to the reported event for 2 minutes. Procedure was successfully completed. No fragments generated. No patient consequences. Device evaluation details: a picture was received from the customer to aid in the complaint evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the issue of hemostatic valve separation observed in picture analysis. Investigation findings code of ¿appropriate term/code not available (c22)¿ and cause not established (d15) used to represent the video analysis results since product was not returned and the cause could not be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).